Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead. A blood patch was performed, and the procedure was completed. Patient was asymptomatic during and post-op.